Event description:
An attorney's office is filing a court summons notice under case reference number (B)(4) alleging that a heating pad was the cause of a burn to it's clients body. There was not a report of property damage(s) with this incident.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.